Event description:
It was reported that a leak was observed on the band, discovered during pre-operatory tests. There was no patient consequence.

Manufacturer narrative:
(B)(4).a device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. A review of the manufacturing process was performed and it is noted that all products are 100% leak tested prior to release; therefore it is unlikely that a manufacturing issue contributed to the reported event.